Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2024, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported previous report was filed for a separate issue. Rep reported they asked about the infection, but it was unknown if the infection was diagnosed. It is unknown if the symptoms have improved or resolved and if any actions have been taken.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial (B)(6), implanted: (B)(6) 2024: product type: lead. Product ID: 977a260, serial (B)(6), implanted: (B)(6) 2024 : product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6), ubd: 03-dec-2026, UDI#: (B)(4) ; product ID: 977a260, serial (B)(6), ubd: 13-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient started experiencing redness and swelling at the implant sites on (B)(6) 2024. The patient did not have fever or chills, but infection was reported. The implanted neurostimulator (ins) was turned off and has remained off since (B)(6) 2024. No further information was provided.

Manufacturer narrative:
H3: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.